Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer opened the back of the station and found the drawer boards and controller board unpowered. Shut down the station and opened the drawer, discovered that the latch sensor was out of the latch block. Repositioned the sensor and replaced the drawer boards and module controller. Closed the drawer and rebooted the station, confirmed that the drawer displayed four good lights. Logged into the hardware testing application (hta) and tested the drawer successfully. Rebooted the station into the application, logged in, and configured the drawer. Verified with the customer that the drawer was inventoried and all pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.